Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part number, lot number combination per (B)(6) query executed on (B)(6) 2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that during a left knee acl reconstruction procedure the rigidloop adjustable cortical implant was passed at the femoral bone hole with a passing pin. When the surgeon tried to implant the anchor to the patient's tibial bone hole, the leading striped suture broke when the surgeon pulled the leading suture to fix the graft. The surgery was completed by fixing the anchor to the proper position. There was less than a thirty minute surgical delay. There was no harm to the patient. The product was brand new and first use when the issue occurred. No further information was provided by the hospital.